Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed occlusion alarms followed by loss of prime. On testing, the pump performed a rewind, load and prime sequence without issue. The pump was exercised for 24 hours and emitted an occlusion alarm during this time. Attempted bolus deliveries during the exercise period failed due to the occlusion alarm. The pump was opened for investigation and revealed a misaligned force sensor circuit component on the printed circuit board.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: a force sensor circuit on the printed circuit board was misaligned.